Manufacturer narrative:
Patient information not provided as no patient was involved in this issue. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported an issue with planning during an advanced cranial class. After updating, the representative was unable to review the surgical plan in guidance, probes eye and trajectory views. A different entry point was displayed when selected "go to entry" in the software (the crosshairs did not move to the entry point of the plan - they were displayed in another location on the images). When selected "go to target", the target point was correct, however, the software did not allow review of the surgical plan. The representative could not delete the merge and remove/delete models to correct this behavior, also unable to create a new plan. There was no patient present.